Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture popped out of the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: lot number rkbbhgw0. ¿sutures breaking off¿ was how it was described to me. During use of the suture on the patient. No adverse patient consequences. The product is not available for return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 h6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.